Manufacturer narrative:
B2: outcomes corrected. H6: impact code corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and no product was returned for evaluation. A review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported mitral regurgitation cannot be conclusively determined. The submitted log file captured elevations in pump power and flow. The majority of the elevations were captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to function as intended for the duration of the file. Multiple attempts for pump return were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists the adverse events which may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reached out after noticing increase in flow and power at home. The patient stated feeling okay, denied any symptoms, ventricular assist device (vad) alarms, or dark urine. They stated that their flow and power were typically in the 6's. Their recent international normalized ratio (inr) was therapeutic at 2.8. Lab and echo results were pending. The log file captured elevated pump powers greater than 10w throughout the log. The majority of these higher powers were associated with pulsatility index (pi) events. It was recommended to turn the data logger to record every hour and send another log file at a later time to review any vad trends in pump power and pi. This would give more accurate trend. It was later reported that the patient had a mild compression of the outflow graft due to perigraft/sleeve accumulation. Their inr was at 2.6 and the new goal was set to be 2.5-3. Their hemoglobin was stable at 15.5 and their platelet count was at 190. The echo was without noted thrombus with ejection fraction at 10% and mild mitral regurgitation.